Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The sd399.002 lot number 4402635 curved pelvic osteotome was returned and reported to have been found cracked after sterile processing. This complaint condition was likely caused by over fourteen years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection was performed as part of this investigation. This complaint is confirmed. The sd399.002 curved pelvic osteotome is an instrument which has been declared obsolete and replaced by the current 03.100.039 curved pelvic osteotome which is routinely used in the hip preservation surgery set (technique guide). The device was returned and reported to have been found cracked after sterile processing. This condition is confirmed; a triangular crack originating at the cross pin and v-ing out to the metallic cap has caused the phenolic handle to become loose and unusable. The device was manufactured in 8/2002 and is over fourteen years old. The balance of the returned device is in otherwise fair condition with only some signs of wear along its length. The current revision of the replacement device was reviewed during the investigation of this device. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history review was performed. Part # sd399.002, lot # 4402635, manufacturing date: 21-aug-2002, location: brandywine/srg. Review of the component parts' DHR shows that there were no issues during the manufacturing of the product that would contribute to this complaint condition. Review of the material DHR shows that there were no issues during the manufacturing of the product that would contribute to this complaint condition. The review of the dhrs, inspection records and certifications, confirm that the material, components and /or final product, as applicable, met inspection records, certification test values, and acceptance criteria. The part number and lot number of the complaint matches the top level DHR part number and lot number. Mrr (B)(4) was written against this order for pins not being flush and for handles being loose. The nonconforming parts were returned to the vendor for rework and were re-inspected upon receipt. For the final disposition 9 parts were accepted and 6 parts were scrapped for loose handles. The nonconformance is not related the complaint condition of the device cracking after sterile processing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of a synthes 20mm curved pelvic osteotome was discovered to be cracked after sterile processing. No patient or procedure involvement. On february 8, 2017, it was discovered during investigation by the customer quality engineer that there was a missing fragment on the handle near the crack. This is report number 1 of 1 for (B)(4).